Event description:
It was reported that following a recent supply change on an ilet system, the patient¿s glucose remained elevated around 218 mg/dl for approximately five and a half hours, and the caregiver sought an explanation for the delayed return to target range while the patient was in a nursing facility. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms reported, and troubleshooting and education provided remotely. Investigation included a telephone-based assessment and education regarding potential contributors such as supply integrity and recent medication administration, with instructions to coordinate with facility staff to verify the infusion set and consider a repeat supply change if needed. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and the cause of the hyperglycemia remained unclear given the lack of direct access to the patient or supplies. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to unavailable contributory details. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.